Event description:
During a kit inspection in 2008, the sales representative reported that the primary open poly screw came apart. This malfunction has been associated with an adverse event in the past. There was no patient or surgical involvement.

Manufacturer narrative:
No patient involvement. No surgical procedure. Requests have been made for the return of the product. Device manufacture date is unknown. Evaluation is pending upon completed investigation of the product.